Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) cuff to enlarge the cuff size due to urine leakage. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the urinary leak began two weeks ahead of the surgery. The patient outcome was reported to be well.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) cuff to enlarge the cuff size due to urine leakage. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) cuff to enlarge the cuff size due to urine leakage. A patient outcome was not reported.

Manufacturer narrative:
The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications.there are no ncprs associated with the product return for this specific complaint.the product record review revealed no additional information related to the complaint. A review of the ams 800 hazard analysis (d053660) was completed. "Product selection - too small/ short/ tight" is included as a hazard and "therapeutic response, altered" is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 800 male_us (92116951), "incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. The ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc.the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.